Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot, part: 04.038.000s, lot: 82p0533, manufacturing site: (B)(4), release to warehouse date: 07 january 2021, expiry date: 01 december 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for sub-trochanteric fracture of femur with the nail, the end cap, the locking screw and the screw in question. The surgery was completed successfully without any surgical delay. After the surgery, the patient had been able to walk with a cane with immediate full weight bearing. The patient was followed up on a monthly basis after discharge, and although bone contact was confirmed, callus bridging was not confirmed. On (B)(6) 2021, the patient visited the hospital complaining of pain while walking, and it was found that the nail opening was broken. On (B)(6) 2021, the patient underwent the revision surgery and the fractured nail was removed. The patient was revised with two rag fixes inserted into the bone head and the affected area was fixed again with a gamma 3 -120 °f12-170 mm and u lug screw 80 mm. The revision surgery was completed successfully without any surgical delay. The surgeon commented that stress concentration and accumulation of metal fatigue due to delayed bone union were thought to have led to implant fracture, and that patient-derived delayed bone union was the main cause of nail fracture since the patient had atypical fracture and 10 years of treatment for osteoporosis. No further information is available. This report is for one (1) tfna end cap extens. 0 tan. This is report 2 of 4 for (B)(4).